Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol composix e/x device may have caused or contributed to the events as alleged by the patient¿s attorney. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by patient's attorney that on or about (B)(6) 2012, patient underwent surgery for repair of an incisional hernia. As alleged a bard/davol composix e/x, was implanted to repair the hernia defect. It is also alleged by the patient's attorney that on or about (B)(6) 2016, patient underwent an additional operation to repair and/or remove the defected mesh. The patient was injured severely and permanently. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. Patient has undergone and will likely require in the further other forms of care and medical treatments due to the alleged defective composix e/x hernia patch mesh.